Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for the circumstances that led to the ins not working and the incontinence during the night the patient reported ¿nothing.¿ in response to the inquiry for steps taken to resolve the ins not working and the incontinence at night, the patient replied ¿turned the meter up.¿ in response to the inquiry on if the ins not working and the incontinence during the night had resolved the patient replied ¿no.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they had been wetting the bed every night and that they couldn't go to (B)(6) to talk to whomever because they couldn't drive and it was an hour away. While on the call, the patient synced with the patient programmer and it showed that stimulation was off. The patient was on program 2 at 2.6 volts. The patient was told to turn the therapy on as the therapy needed to be on for it to be effective. Patient services had the patient turn the stimulation down to 1.3 volts before they turned the stimulation back on. The patient then increased stimulation to 1.5 volts after turning it on. The patient felt stimulation. The patient was advised to give it a couple of days to see if symptoms improved and if they wanted they could call patient services to help them adjust settings if they didn't follow up with their health care physician (hcp). The patient noted their wetting the bed had been going on since about two weeks ago, in (B)(6) of 2019. The patient noted they did not intend to follow up with any hcp. Additional information was received from the patient. It was reported that the patient thought the ins may not be working as they had been wetting the bed for the past few nights. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s stimulation was on and they increased their amplitude.